Manufacturer narrative:
This supplement is to correct the aware date. A bsc employee was aware of the recapture difficulty event that occurred the date of the procedure, (B)(6) 2018, on that day. The bsc employee became aware of the device embolization event that was observed at the 45 day follow up on (B)(6) 2018.

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the anterior chicken wing shaped laa. A 30mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed; however, after partial recapture and repositioning the position was too proximal so the device was fully recaptured and removed. A 27mm wds was then deployed, partially recaptured and repositioned and then also landed too proximal. The 27mm device was fully recaptured and removed. A 24mm wds was then advanced. The closure device was deployed and partially recaptured once, possibly twice. The compression was on the low end and ranged from 7%-11% on average from over six various angles. The physician attempted to do a full recapture of the device, but was unable to do so without inverting the appendage during the attempts. The device seemed to be strongly anchored to the tissue of the laa and did not reposition after multiple aggressive tugs. The seal was adequate with a small leak on the posterior side of the device around the communal ridge measuring 2mm. The final position of the device was optimal at the ostium of the laa which was occluded. The device was released. There were no patient complications. At the 45 day transesophageal echocardiogram (tee) appointment, the closure device was not present in the laa or heart. The patient was asymptomatic. The physicians performed a couple of x-rays and abdominal ultrasound; the device was located in the descending aorta. The physician retrieved the device percutaneously using an 18fr sheath without issue. The patient was stable and was discharged. The patient will possibly be rescheduled. It was further clarified the 30mm closure device was not partially recaptured, it was fully recaptured once. The 27mm closure device was partially recaptured twice and then fully recaptured. The 24mm closure device was partially recaptured twice prior to release in the laa.

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the anterior chicken wing shaped laa. A 30mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed; however, after partial recapture and repositioning the position was too proximal, so the device was fully recaptured and removed. A 27mm wds was then deployed, partially recaptured and repositioned and then also landed too proximal. The 27mm device was fully recaptured and removed. A 24mm wds was then advanced. The closure device was deployed and partially recaptured once, possibly twice. The compression was on the low end and ranged from 7%-11% on average from over six various angles. The physician attempted to do a full recapture of the device, but was unable to do so without inverting the appendage during the attempts. The device seemed to be strongly anchored to the tissue of the laa and did not reposition after multiple aggressive tugs. The seal was adequate with a small leak on the posterior side of the device around the communal ridge measuring 2mm. The final position of the device was optimal at the ostium of the laa which was occluded. The device was released. There were no patient complications. At the 45 day transesophageal echocardiogram (tee) appointment, the closure device was not present in the laa or heart. The patient was asymptomatic. The physicians performed a couple of x-rays and abdominal ultrasound; the device was located in the descending aorta. The physician retrieved the device percutaneously using an 18fr sheath without issue. The patient was stable and was discharged. The patient will possibly be rescheduled.